Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had discomfort at the ipg site. To address the issue patient had surgical intervention on (B)(6) 2020 where the ipg was moved. Therapy was restored postoperatively.